Event description:
It was reported: in 2002, the gamma system was implanted for a fracture of the left hip. After a few months the gamma nail breaks at the level of the lag screw. Patient was revised.